Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the lesion was in the proximal lad with no tortuosity, mild calcification and 90% stenosis. The voyager ruptured at the first inflation, at 10 atm. There was no effect to the patient. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering has reviewed case description. Factors that may contribute to balloon damage may include, but not limited to, manufacturing, materials, patient anatomy, patient disease state, associative device interaction, lesion tortuosity, over inflation, or insufficient preparation prior to use. The patient anatomy was described as mildly calcified, which could have contributed to the rupture. Without the device to examine, a thorough analysis could not be performed and no determination can be made as to the root cause of the reported discrepancy.